Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2317-50 serial#: (B)(4) description: infinion cx 50cm lead.

Event description:
A report was received that during an implant procedure, the physician was not able to advance leads due to cerebrospinal fluid leak. The physician performed blood patch and aborted the implant procedure. The patient was doing well.